Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. The customer stated that she was about 559 mg/dl on sunday later in the morning. The customer stated that she changed her set and bloused with the pump. The customer mentioned no delivery alarm. The customer was assisted with 5.0 unit fixed prime and insulin exited. The product was not returned for analysis.